Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from a 0.012" pinhole in the balloon. This does not meet the specification "pinholes are not permitted." A potential root cause for this failure could be "tooling damaged (core pins)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]¿ and "no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was spontaneously removed on the next day when after the urological stone treatment (probably percutaneous nephron lithotripsy). Per follow up information received on 25nov2021, the catheter fell out naturally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was spontaneously removed on the next day after the urological stone treatment (probably percutaneous nephron lithotripsy). Per follow up information received on 25nov2021, the catheter fell out naturally.